Event description:
It was reported that during sterile processing, it was discovered that the tip of the bearings on the attachment device fell off. The event was not related to surgery. There was no patient involvement reported. There were no delays to the scheduled surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.